Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and cause is due to use error, due to the patient having a clamp open on an unused supply line. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) close all clamps and transfer set, cycled power off and on to start prompt. The tsr explained the alarms and hp stated that she left a spare supply line clamp open causing the 2240 alarm. The hp had poor vision and was unsure what cycle she was in time of the alarm. The tsr explained to discard all supplies and to report alarms to peritoneal dialysis registered nurse (pdrn) the next morning. The hp would finish tonight's therapy manually. The hc is operational. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved by ending therapy on the homechoice. The hp continued therapy using manuals. The hp confirmed that she left a supply clamp open which caused the alarm. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. The hp stated that she discussed the alarm with his nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.